Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the device's on/off button is intermittently not working. The device does display an ok icon and the voice prompts are present. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the device's on/off button is intermittently not working. The device does display an ok icon and the voice prompts are present. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that the device's on/off button is intermittently not working. The device does display an ok icon and the voice prompts are present. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ 00885074440323.